Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue may have arose from users being granted visitor access to one area and not the other. A technical support specialist troubleshot confirmed the customer resolved the issue by linking the unit (g.6so) to both areas to ensure user access during visitor activation. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to create my patient list on that device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.